Event description:
It was reported that the vessel sealer extend (vse) instrument jaws would not open during set-up for surgery case. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and a review of the logs was unable to be performed as the instrument has never been used. The instrument was compared to an in-house golden instrument and was found to have the grip ring dislodged at the proximal end. The set screw was not installed in the grip ring. The grip ring was not in its original position and could be manually moved up and down. The grip ring being dislodged affected the operation of the instrument¿s jaws. The jaws would not open when attempted.